Event description:
On 03/04/2008 the patient reported that while changing the insulin cartridge on the month before, he received an e10 (cartridge error). He then removed the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. The entire contents (315 units) of the insulin cartridge spilled into the cartridge compartment of the infusion device. The patient was able to remove the plunger from the piston rod, but he was not able to clear the e10 error. The patient was educated on the proper technique for removing the cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.